Event description:
On (B)(6) 2014 the customer reported to syncardia that the companion 2 driver exhibited a "system malfunction" alarm on (B)(6) 2014. The pt was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.